Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose of 40 mg/dl. Device was able to rewind. Customer had no infection on site. Customer will not be returning the device for analysis.